Event description:
It was reported that the patient was sitting for 14 hours which made their back sore and the patient was unable to give themselves a bolus. It was reported that the pump was used to infuse morphine and bupivacaine. Thirteen days later, it was reported that the patient received assistance from their healthcare provider or manufacturer¿s representative and the patient concerns were resolved. It was noted that the patient had an appointment date of (B)(6), 2014. Twelve days after that, it was reported that the previous pump had been replaced and the subsequent pump became infected. It was indicated that the patient was admitted and the pump was explanted. Later, the patient was discharged on oral medications. It was stated that the device system was used to deliver morphine and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l41938, implanted: 1997-(B)(6), product type cathete. Product ID neu_ptm_prog; product type programmer, patient. (B)(4).